Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly. The seal was not positioned properly inside the loader as received, so when the surgeon tried to squeeze the wings, the seal hit delivery tube, stuck and did not roll properly to load inside the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.